Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of connection issue was confirmed in the laboratory. Analysis found silicone material in the rv set screw hex cavity. The atrial lead bore tip was measured to be smaller than minimum specification. The cause of the connection anomaly was found to be a manufacturing defect.

Event description:
It was reported that during implant the atrial port would not accept the atrial lead. The lead would not push past the pin window. This device was not implanted.